Event description:
It was reported that the burr pulled off inside the vessel a 1.25mm rotalink plus was used in performing a percutaneous coronary intervention (pci). During withdrawal, it was noted that the burr pulled off inside the vessel and was retrieved; everything was still intact. The procedure was completed with this device and the lesion was ballooned and stented. No patient complications were reported and the patient was fine.

Event description:
It was reported that the burr pulled off inside the vessel a 1.25mm rotalink plus was used in performing a percutaneous coronary intervention (pci). During withdrawal, it was noted that the burr pulled off inside the vessel and was retrieved; everything was still intact. The procedure was completed with this device and the lesion was ballooned and stented. No patient complications were reported and the patient was fine. It was further reported via medwatch (B)(4) that the burr broke off of the catheter in the coronary artery.